Event description:
The customer reported multiple failures on this unit.

Manufacturer narrative:
The customer reported multiple failures on this unit. Philips evaluated the unit, and found that the unit displayed a charge button failure. Phillips replaced the processor printed circuit assembly, and this resolved the problem.